Event description:
In the process of changing the tubing on a patient's IV fluid and reconnection of the pca (patient controlled analgesia) pump. It was discovered dthat a small particle of what appeared to be plastic approx. The size of human hair was waving to and fro in side the port on said tubingdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: foreign material contamination, telemetry failure, none or unknown, other. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.